Event description:
It was reported, that bd maxplus needleless connector was disconnecting. The following information was received, by the initial reporter with the following verbatim the complaint, is that they pop off syringes. And don't stay secure. Was patient or end-user injured? No.

Manufacturer narrative:
H.3.: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that they pop off syringes, and don't stay secure. Two hundred and thirty-three samples were received for quality evaluation. Fifty nine samples of the product received were tested for the failure. Visual inspection was conducted on the samples and there were no defects or abnormalities identified. The samples were then connected to a syringe and a fluid flush was conducted to determine of the product would separate or any components would become loose during use. The reported failure was not replicated on all the samples. The customer complaint of loose component was not replicated and could not be confirmed. The root cause for the reported failure was not determined because the failure was not replicated. A device history record review for model: mp1000-c, lot number: 24055780 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: mp1000-c, batch#: 24055780. It was reported by customer that they pop off syringes, and don't stay secure. Rcc received a complaint via email. Product description brand name: mp1000-c connector clear pos press max plus becton dickinson. Lot#: (10)24055780. The complaint is that they pop off syringes, and don't stay secure. Was patient or end-user injured: no.